Event description:
It was reported to boston scientific corporation that a ultraflex covered esophageal stent was used during an esophageal stenting procedure (age over 18 years). According to the complainant, the stent was released approximately 2cm when the deployment suture separated without experiencing any tension resulting in partial deployment of the stent. The procedure was completed with another ultraflex covered esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) - (partial deployment). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).